Event description:
Boston scientific received information that during induction testing several shocks at 41 joules were not effective and external defibrillation was used to revive this patient. The right ventricular (rv) lead did not remain implanted and will not be returned.

Manufacturer narrative:
Should additional information become available, this event will be updated.